Event description:
It was reported that a faradrive sheath was selected for use, however during insertion "the valve shredded". An alternate device was used, and no patient complications occurred. The device is expected to return for laboratory analysis.